Event description:
A healthcare professional reported that a patient was injected with 0.5 ml of juvéderm® volift¿ with lidocaine in the lip, superior and inferior was 0.5 ml. There were no problems at the injection site on the day of injection. A few days later there was a presence of bumps, a few weeks later, there was purulent liquid coming out of the bumps.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.